Event description:
The advocate compared blood tests between her son's contour usb meter and another meter and stated the contour usb did not seem to be giving correct readings. Her son had seizures during the week because of low blood sugar. Specific results were not provided. There was no mention of medical treatment. The call ended before further information could be obtained. Product was not replaced.